Event description:
Customer reported the gas module iii displayed low co2 readings. No pt injury was reported.

Manufacturer narrative:
Service representatives replaced the units gas bench. Calibrated unit to factory specifications. Function and safety tested.